Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician was able to duplicate ¿no air comes out with disc/ sense error¿. The service technician powered on the unit with a good known test patient circuit and immediately received ¿disc/sense¿ alarm. The alarm was visual as well as audible. Bench testing revealed a seized turbine. The service technician removed outer impeller housing of turbine and manually tried spinning turbine with allen wrench. The turbine would not spin. Further disassembly of turbine¿s lower housing revealed an unknown contaminate inside the turbine assembly. The service technician replaced turbine assembly.

Event description:
The customer reported model lap top ventilator 950 had no air coming out of the unit. The ventilator also displayed disc/sense error on screen. Upon further investigation, the customer stated there was no patient harm associated with failure. The patient uses ventilator as needed and was not on the ventilator at time of reported issue.